Event description:
Customer reported an abo mistype on the galileo. Two samples from two known group b patients reported as group ab. No adverse reactions occurred as a result of the unexpected reactions.

Manufacturer narrative:
Customer was advised to check the teflon coating of all probes on the instrument. Customer reported that one reagent probe was chipped. Customer was unable to replace the probe successfully. A service call was made. The reagent syringe was replaced. System tested and operated within specifications with no problems observed.